Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, while preparing for and unknown procedure using a ncircle delta wire tipless stone extractor, the basket would not close. Prior to use, it was noted that the basket would only stay in the open position. The procedure was completed with another same type device. No adverse effects to the patient have been reported due to the alleged malfunction.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, while preparing for and unknown procedure using a ncircle delta wire tipless stone extractor, the basket would not close. Prior to use, it was noted that the basket would only stay in the open position. The procedure was completed with another same type device. Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing (pett) measured 2.7 cm in length. No kinks were found in the basket sheath. Functional testing of the device found that the handle does not actuate the basket formation. The support sheath was found to be completely severed at the nose of the mlla. The support sheath and basket sheath were detached. When holding the support and basket sheaths together, the handle could actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was opened and could not be closed due to sheath damage. The yellow support sheath and basket sheath were both separated at the handle, preventing the motion of the handle from actuating the basket. When the separated sections of sheath were manually held together, the basket was able to be functioned. The provided information stated the issue occurred before use. It is possible the device was damaged during unpacking or subsequent handling, but there is no information known related to handling, so the cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.